Manufacturer narrative:
Implant physician name: dr. (B)(6). Implant facility name: (B)(6) hospital. Implant facility city: (B)(6). Implant facility state: (B)(6).

Event description:
Reported via patient call center. It was reported that the patient experienced cardiac arrest. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx closure device was implanted on (B)(6) 2024. The patient called inbound to the watchman patient care team reporting that on (B)(6) 2024 he had a cardiac arrest. The patient reported that there were no issues with the laa closure procedure. The patient called his physician on (B)(6) 20224 due to swelling of his foot. The physician instructed the patient to go to the emergency room (ER) to check for infection. The patient reported that just before arriving to the hospital his heart started to pound and upon entering the ER, went into cardiac arrest. The patient stated cardiopulmonary resuscitation (CPR) was performed and four (4) shocks from a defibrillator were required. The patient spent two (2) days in the intensive care unit (ICU) and had a pacemaker placed. The patient stated that he remained in the hospital for a total of ten (10) days and was then transferred to a rehabilitation center. The patient stated they are scheduled to have a transesophageal echocardiography (tee) completed at a later date. A good faith effort was made to the implanting facility. The physician confirmed that post implant imaging shows that the patient watchman closure device was still in place. The physician confirmed that it was explained to the patient that the watchman procedure had no correlation to his cardiac arrest admittance on (B)(6) 2024.